Event description:
It was reported by service report that the foot end brake/steer pedal was broken with exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake/steer pedal.